Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One actual device was received for evaluation against the reported condition. Visual inspection, microscopic examination, and functional testing were performed. The functional testing involved spiking the device into an in-house solution container, repriming the device, and observing it for leakage. This test identified a leak from the area of the top pump segment, which appeared to have been squeezed, causing a channel leak between the segment and tubing at the outlet. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink paclitaxel set leaked from its tubing, near the spike. The location of the leak was further described as the junction where the ¿pliable tubing¿ meets the ¿encasing¿. This occurred during priming with saline and shortly after the device was removed from its packaging. The reporter stated that there was no tear and it looked like the components were not connected correctly. There was no patient involvement. No additional information is available.